Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative alarm occurred when the power button was pressed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's electronically erasable programmable read-only memory on the system printed circuit assembly board was determined to be corrupted. The system printed circuit assembly board was replaced to address the issue. Final testing was successfully completed after repair.